Event description:
It was reported that during a cholectomy, the clip fell out. Another like device was used to complete the case. No adverse consequence to the pt was reported.

Manufacturer narrative:
Date sent: 06/05/2008. Info anticipated, but unavailable at this time.